Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure the patient experienced blurry vision. The iol was exchanged in a secondary procedure two months following the initial implant procedure. The clinical reason for explant was myopic surprise. Additional information has been requested.